Event description:
Clinical report states the patient was revised to address pain, stiffness, malposition, and a non union trochanter.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. It appears that the patient may have had a sensitivity to metal that was discovered at some time prior to the revision. When the patient agreed to the revision, approximately a year after the first recommendation, the surgeon noted that the combined positions of the cup and femoral component contributed to an anterior impingement. All total hip arthroplasty have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.